Event description:
Patient brought in his moog pain pump stating that it would not turn off when turned to zero. Rn and m.d.a. Verified that it was indeed still dripping at the zero setting. The sales rep from moog also observed pump dripping at zero. A minor injury to the patient was reported. The device was received by clinical engineering and pertinent data was logged. The device will be returned to the manufacturer for an analysis.